Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000124415.

Event description:
It was reported the patient experienced a csf leak following a permanent implant procedure on (B)(6) 2022. The patient experienced a headache, and a blood patch was performed on (B)(6) 2022 which resolved the headache.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.